Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was unresponsive and the act button was not functional. Customer stated they were unable to resolve the issue by replacing the battery. Customer's blood glucose was 146 mg/dl. The customer was assisted with turning off the block feature on the insulin pump. Customer declined to return the product for analysis.